Event description:
The customer reported a loss of vascular imaging mode functionality. No patient or user injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The communication cables between the system interface pcb, video controller pcb, and display adapter pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.